Event description:
It was reported that the pump was emitting loss of prime warnings. The pump has been returned and was evaluated by product analysis on 09/12/2011 with the following findings: the force sensor pins were found to be partially dislodged and the force sensor was found to be out of calibration. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 09/12/2011 with the following findings: evaluation revealed a dislodged display screen and partially dislodged force sensor pins. The force sensor was found to be out of calibration. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Correction number: 2531779-03/24/2010-003-r.